Manufacturer narrative:
(B)(4). Date sent: 8/14/2023. D4 batch # 910a15. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received unfired and both forks were received broken off. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Photo images were received. Any additional information obtained from the photo evaluation was included as part of the product investigation. A manufacturing record evaluation was performed for the finished device batch number 910a15, and no non-conformances were identified.

Event description:
It was reported that during the lap colon procedure surgery, noted the cartridge damaged. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.